Event description:
It was reported to the MFR that the vns pt has been experiencing an increase in seizure activity. It is unk if the increase is above pre-vns baseline level. The pt's physician indicated that the increase is due to loss of therapy from the device reaching end of service. According to the physician, the pt is on eight different aeds which may also be a contributing factor to the reported event. Diagnostic tests performed on the pt's device revealed proper device function in 2005. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.